Manufacturer narrative:
The evaluation of the event is still on-going. Should additional information be received, a supplemental report will be provided.

Event description:
While evaluating a returned olympus inner sheath, it was discovered that the inside of the beak was damaged. There was no patient involvement during this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Based on the results of the investigation, it is likely that the following led to the malfunction: damage was mechanically induced due to excessive use a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.